Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s insertable cardiac monitor was undersensing r waves thus relaying false pause and brady episodes. Programming changes were made.